Event description:
It was reported that the user found misalignment of the jaws prior to use. The applier was purchased by the hospital in (B)(6).

Manufacturer narrative:
Qn#: (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha, wi facility as part of a 50 pc. Lot in march of 2020. Evaluation of the returned instrument shows that the tips are slightly loose and misaligned in the close position therefore we are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the internal drive rod fingers (n00185) are damaged fingers caused the tips to become slightly loose and misaligned in the closed position. Mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user found misalignment of the jaws prior to use. The applier was purchased by the hospital in (B)(6).